Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture or "breaks in the high-voltage conductor," infection, and inappropriate shocks. The leads were explanted/abandoned and/or replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "longevity of sprint fidelis implantable cardioverter-defibrillator leads and risk factors for failure: implications for patient management." Circulation. February 1 2011;123(4):358-363.